Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of the essure coils had perforated fallopian tubes/one coil had migrated behind the fallopian tube, and the other coil had migrated and adhered to posterior cul-de-sac") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years 5 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), bladder spasm ("bladder spasms"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), infection ("infection") and postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia syndrome"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, bladder spasm, dyspareunia, dysmenorrhoea, menorrhagia, infection and postural orthostatic tachycardia syndrome outcome was unknown. The reporter considered abdominal pain, bladder spasm, dysmenorrhoea, dyspareunia, fallopian tube perforation, infection, menorrhagia, pelvic pain and postural orthostatic tachycardia syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: both of the coils had perforated fallopian tube. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including both of the essure coils had perforated fallopian tubes/one coil had migrated behind the fallopian tube, and the other coil had migrated and adhered to posterior cul-de-sac. The plaintiff had surgery to remove the essure implant approximately 3 years 3 months after insertion ((B)(6) 2016). Fallopian tube perforation is a potential complication of essure insertion or removal. In this particular case, plaintiff had CT scan two and half years after insertion which revealed that essure had perforated the fallopian tubes and one coil had migrated behind the fallopian tube while the other one had migrated and adhered to the posterior cul-de-sac. Later, she underwent hysterectomy to remove the coils. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of the essure coils had perforated fallopian tubes/one coil had migrated behind the fallopian tube, and the other coil had migrated and adhered to posterior cul-de-sac/ perforation of tubes (fallopian tubes)/essure coils extended into cul-de-sac"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding/ bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation done on same day" on (B)(6) 2013 and device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 2 (B)(6), heterotopic pregnancy, ectopic pregnancy (2), nephrectomy, cystoscopy, gallstones, upper abdominal pain, colitis, appendectomy and parathyroidectomy. Previously administered products included for pregnancy prevention: depo-provera from 2008 to 2009 and birth control pills from 2008 to 2009. Concurrent conditions included kidney stones since 2008, allergic reaction to antibiotics, chronic lumbago, dysautonomia, dizzy, gerd, diarrhea, hypertension, hypothyroidism, chronic kidney disease stage 3, nausea, vomiting, flank pain, slight fever, chills, hydronephrosis, acute renal failure, dehydration and urinary tract infection. Concomitant products included ceftriaxone (rocephin), cilest (ortho tri-cyclen) since (B)(6) 2013 and levothyroxine since 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ severe constant pelvic pain"). In (B)(6) 2013, the patient experienced bladder spasm ("bladder spasms"). On (B)(6) 2013, the patient experienced abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced fungal infection ("yeast infection"), vulvovaginal candidiasis ("candiasis vulva/vagina"), vulvovaginal pruritus ("vaginal itching") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ severe constant abdominal pain"), dyspareunia ("dyspareunia/ painful intercourse"), dysmenorrhoea ("dysmenorrhea"), infection ("infection"), postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia syndrome"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), perineal pain ("moderate to severe during and after sex perineal pain"), uterine haemorrhage (seriousness criterion medically significant), headache ("tension headache/ headaches"), device deployment issue ("essure coils were not placed properly in the beginning") and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation on (B)(6) 2013). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the menorrhagia and uterine haemorrhage had resolved. At the time of the report, the fallopian tube perforation, bladder spasm, dysmenorrhoea, infection, postural orthostatic tachycardia syndrome, fungal infection, vulvovaginal candidiasis, abdominal distension, vulvovaginal pruritus, vaginal discharge, bladder disorder, urinary tract disorder, device deployment issue and complication of device insertion outcome was unknown, the pelvic pain, abdominal pain and perineal pain had resolved and the dyspareunia and headache was resolving. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, abdominal pain, bladder disorder, bladder spasm, device deployment issue, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, infection, menorrhagia, pelvic pain, perineal pain, postural orthostatic tachycardia syndrome, urinary tract disorder, uterine haemorrhage, vaginal discharge, vulvovaginal candidiasis and vulvovaginal pruritus to be related to essure. The reporter commented: patient was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: both of the coils had perforated fallopian tube computerised tomogram abdomen - on (B)(6) 2013: showed left hydronephrosis and meter stone right upper quadrant ultrasound report on (B)(6) 2013, impression: multiple gallstones was contracted gallbladder without ductal dilation. Current weight as of (B)(6) 2018: (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, postural orthostatic tachycardia syndrome, abdominal pain. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Events perforation of tubes (fallopian tubes)/ essure coils extended into cul-de-sac, painful intercourse were clubbed with previously reported events. Events fungal infection, vulvovaginal candidiasis, abdominal distension, vulvovaginal pruritus, vaginal discharge, bladder disorder, urinary tract disorder, perineal pain, uterine haemorrhage, headache, device deployment issue, complication of device insertion, device monitoring procedure not performed, medical device monitoring error were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of the essure coils had perforated fallopian tubes/one coil had migrated behind the fallopian tube, and the other coil had migrated and adhered to posterior cul-de-sac/ perforation of tubes (fallopian tubes)/essure coils extended into cul-de-sac"), device dislocation ("device displacement"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding/ bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation done on same day" on (B)(6) 2013, device monitoring procedure not performed "patient did not undergo an essure confirmation test" and device deployment issue "essure coils were not placed properly in the beginning". The patient's past medical history included multi gravida, parity 2 ((B)(6) 1993, (B)(6) 2008), heterotopic pregnancy, ectopic pregnancy (2), nephrectomy, cystoscopy, gallstones, upper abdominal pain, colitis, appendectomy and partial parathyroidectomy. Previously administered products included for pregnancy prevention: depo-provera from 2008 to 2009 and birth control pills from 2008 to 2009. Concurrent conditions included kidney stones since 2008, allergic reaction to antibiotics, chronic lumbago, dysautonomia, dizzy, gerd, diarrhea, hypertension, hypothyroidism, chronic kidney disease stage 3, nausea, vomiting, flank pain, slight fever, chills, hydronephrosis, acute renal failure, dehydration, urinary tract infection and morbid obesity. Concomitant products included ceftriaxone (rocephin), cilest (ortho tri-cyclen) since (B)(6) 2013 and levothyroxine since 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ severe constant pelvic pain / pain"). In (B)(6) 2013, the patient experienced bladder spasm ("bladder spasms"). On (B)(6) 2013, the patient experienced abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced fungal infection ("yeast infection"), vulvovaginal candidiasis ("candiasis vulva/vagina") with vaginal discharge and vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ severe constant abdominal pain"), dyspareunia ("dyspareunia/ painful intercourse"), dysmenorrhoea ("dysmenorrhea"), infection ("infection"), postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia syndrome"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), perineal pain ("moderate to severe during and after sex perineal pain"), uterine haemorrhage (seriousness criterion medically significant), tension headache ("tension headache/ headaches") and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation on (B)(6) 2013). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the menorrhagia and uterine haemorrhage had resolved. At the time of the report, the fallopian tube perforation, device dislocation, bladder spasm, dysmenorrhoea, infection, postural orthostatic tachycardia syndrome, fungal infection, vulvovaginal candidiasis, abdominal distension, vulvovaginal pruritus, bladder disorder, urinary tract disorder and complication of device insertion outcome was unknown, the pelvic pain, abdominal pain and perineal pain had resolved and the dyspareunia and tension headache was resolving. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, abdominal pain, bladder disorder, bladder spasm, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, infection, menorrhagia, pelvic pain, perineal pain, postural orthostatic tachycardia syndrome, tension headache, urinary tract disorder, uterine haemorrhage, vulvovaginal candidiasis and vulvovaginal pruritus to be related to essure. The reporter commented: patient was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Computerised tomogram - on (B)(6) 2015: both of the coils had perforated fallopian tube computerised tomogram abdomen - on (B)(6) 2013: showed left hydronephrosis and meter stone right upper quadrant ultrasound report on (B)(6) 2013, impression: multiple gallstones was contracted gallbladder without ductal dilation. Current weight as of (B)(6) 2018: 180 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, postural orthostatic tachycardia syndrome, abdominal pain. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 14-aug-2018: pfa received. Event device displacement added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of the essure coils had perforated fallopian tubes/one coil had migrated behind the fallopian tube, and the other coil had migrated and adhered to posterior cul-de-sac") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years 5 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), bladder spasm ("bladder spasms"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), infection ("infection") and postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia syndrome"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, bladder spasm, dyspareunia, dysmenorrhoea, menorrhagia, infection and postural orthostatic tachycardia syndrome outcome was unknown. The reporter considered abdominal pain, bladder spasm, dysmenorrhoea, dyspareunia, fallopian tube perforation, infection, menorrhagia, pelvic pain and postural orthostatic tachycardia syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: both of the coils had perforated fallopian tube. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including both of the essure coils had perforated fallopian tubes/one coil had migrated behind the fallopian tube, and the other coil had migrated and adhered to posterior cul-de-sac. The plaintiff had surgery to remove the essure implant approximately 3 years 3 months after insertion ((B)(6) 2016). Fallopian tube perforation is a potential complication of essure insertion or removal. In this particular case, plaintiff had CT scan two and half years after insertion which revealed that essure had perforated the fallopian tubes and one coil had migrated behind the fallopian tube while the other one had migrated and adhered to the posterior cul-de-sac. Later, she underwent hysterectomy to remove the coils. This case was classified as incident since device removal was required. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.